Event description:
It was reported that the first marker sheared off upon deployment and retrieved. The second marker was bent like a half moon when removed from the package. The third and fourth markers had bent tips when removed from the package. They completed with a fifth marker. No pt consequence was reported.